Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. D4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lead locking devices were inserted into each lead to provide traction (lld ezs in the ra and rv leads, and an lld e in the lv lead). In addition, a cook medical bulldog lead extender was used on the rv lead to provide additional traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath and alternating between the 3 leads, progress stalled in the subclavian region. Next, a spectranetics 11f tightrail sub-c rotating dilator sheath was used on all 3 leads, progressing through the adhesions in the subclavian. Once through the adhesions, use of the 14f glidelight and visisheath resumed, and the lv lead was removed first, followed by the ra lead. Lastly, working to remove the rv lead with the 14f glidelight, visisheath, lld ez and bulldog, the rv lead was inverting the rv with every traction pull, resulting in a drop in the patient's blood pressure. When traction was released, the blood pressure normalized. During this time, the bulldog slipped off the rv lead, and damage to the lead shocking cables was noted, but the lld ez remained intact. Devices switched to an 11f tightrail (long), and the rv lead was removed; however, approximately 2-4 minutes post extraction, cardiac tamponade was detected via intracardiac echocardiography (ice) catheter. Rescue efforts began, including pericardial drain and rescue balloon. The patient was transferred to the or (from the ep lab where the procedure was performed), and a sternotomy followed. A small rv perforation was confirmed via transesophageal echocardiography (tee) and repaired with suture. The patient survived the procedure. This report captures the lld ez within the rv lead, providing traction when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.